Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens tore upon insertion into the eye. Lens was removed with no pt injury. Another same model and size lens was implanted.